Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer's blood glucose was unknown at the time of incident. Customer reported that the plastic part of reservoir¿s insertion port on the reported pump came off. Customer was worried that the reservoir could not be locked one day. The customer stated that even though the reported pump was used for more than 4 years and she had talked about replacing the insulin pump, the pump still could be used. The insulin pump was not returned for analysis.